Event description:
It was reported that during a lung resection, the stapler was fired, either the third or fourth firing, and the handles of the instrument opened but the jaws did not. There is no known consequence to the patient.